Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that the pump had moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2014 with the following findings: during investigation, moisture was observed behind the display lens. A leak test was performed and a display lens leak was found. The pump was opened and moisture was observed throughout the inside of the pump. Further testing was not able to be performed due to the moisture in the pump.